Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the stent edge got lifted. The procedure was completed with a different device. No patient complications reported. It was further reported that the target lesion was located in the mildly tortuous and calcified right coronary artery. The defect was noticed inside the patient before the device reached the lesion.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the stent edge got lifted. The procedure was completed with a different device. No patient complications reported.